Manufacturer narrative:
The impella automated controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that when placing the new impella cp, the customer was prompted to connect grey-to-grey plugs by the automated impella controller (aic). The customer was unable to move past that prompt. An alternate aic was used. There was no patient harm.

Manufacturer narrative:
The investigation of pump not detected has been completed. The data analysis confirmed the reported complaint. The console was returned and 10 times the console was put through case start to properly connect with a pump and all ten times was successful without the failure mode reproducing. Root cause: the pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. H6 component code 925 was erroneously entered on the initial manufacturer device report number.